Event description:
The pt underwent surgery on (B)(6) 2008 for implantation of an undisclosed contruct at unk spine levels (l4-l5 were involved, but other levels are not known). Shortly after this date, pt began experiencing significant pain. On (B)(6) 2010, revision surgery occurred targeting l4-l5 in an attempt to alleviate radiculopathy. The construct was removed. Ectopic bone growth was noted at that time. It is unclear if the ectopic growth was removed. Pain has continued and permanent impairment and disability are alleged.

Manufacturer narrative:
(B)(4). The reported issue of ectopic bone growth has not been confirmed radiographically. No info regarding confirmation or degree of nerve injury have been available for review. No pathologic specimens are available for review. No pathologic specimens are available for eval. No details regarding the initial surgery have been available to evaluate use of the product consistent with instructions for use. Root cause of the reported event is unk. Review of device history record indicates all specifications were met. Labeling review notes: "possible adverse reactions may include but are not limited to the following...neurological complication, and deformity at site."